Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was in the process of scheduling a replacement, revision, or removal surgery. The patient reported she had some falls and they figured it may have shifted and the patient was getting shocking/jolting sensations going through the groin area. She indicated that she met with a physician and a manufacturer representative (rep) who assessed her twice in 2015 as well as another rep in (B)(6) of this year. The revision had not been scheduled at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reported their system was removed (B)(6) 2018 so they could have an MRI. Patient also repeated information regarding her device having "issues¿ as previously reported 2015-dec-01. Patient states she had to have an MRI because she was having back issues. Patient states she was on medication for the bladder since the device was removed, patient states she got the device for her back problems originally but then it was used for her bladder. No further complications were reported or are anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.